Event description:
A physician reported that before cataract surgery an ophthalmic irrigation and aspiration tip was found bent. The surgery was completed on the same day with alternative tip and there was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. One opened irrigation and aspiration (I/a) tip, in a wrench was returned for the reported issue of a bent tip. The returned sample was visually inspected and was found to be conforming. A review of the device history record traceable to the lot number obtained from the device¿s (radio frequency identification) rfid tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned sample was found to be visually conforming; therefore, a bent tip as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the tip was manufactured to specifications. The manufacturer internal reference number is: (B)(4).